Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a revision on (B)(6) 2009 and on (B)(6) 2013, underwent a removal of mesh.

Manufacturer narrative:
Lawyer-filed report (B)(6). The patient underwent mesh implantation in order to treat pelvic pain, urinary stress incontinence, cystocele, rectocele, hypermobility of retrovesical junction, and vaginal prolapse. It was reported that the patient had the concurrent procedures of a laparoscopy lysis of adhesions, anterior wall reconstruction, and cystoscopy performed during mesh implantation. No additional information was provided.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh and boston scientific obtryx system were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with posterior repair due to probable pelvic adhesions.